Event description:
Initial description: "tip marker fell off in the pt at the end of case. Physician chose not to retrieve tip. Pt is in stable condition, vitals are good, no issues. Rep will try to retrieve fluro pictures."

Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and mfg methods were used to produce this lot of materials. Eval of the retain devices did not show any brittleness of the ro/soft tip material. Pull forces of ro/sheath joints were above the minimum spec. Eval of the returned device found the ro material fractured. Ro to sheath bond is present. The root cause is that a force applied to tip segment exceeded material strength causing the ro tip to fracture. Thomas medical products issued a recall for this product on 02/01/2010.